Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive and "digitized screen with pixels appears to have a small crack in the upper right hand corner. " there was no impact to the customer's blood glucose level. Contact declined to troubleshoot with tandem technical support.